Manufacturer narrative:
The actual device was received for evaluation with 67ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused the medication during patient use. After the expected delivery time of 48 hours, the device still contained 50% of the drug. The device contained fluorouracil and was connected to a venous device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h10. H4: the lot was manufactured between july 13, 2023 and july 15, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.